Manufacturer narrative:
The meter will be returned for evaluation.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. According to the consumer, she lost consciousness and her husband called 911. When the emts arrived, they tested the consumer on their unk blood glucose meter getting a result of 33 mg/dl. During the call to customer support, it was revealed the consumer administered 15 units of insulin and took two metformin pills based on an unk blood glucose result at 7:30 am the day of the event. The consumer also reported she stopped testing the day before, due to the meter freezing during countdown. It was discovered during troubleshooting the meter displayed that it needed a new battery which may have caused the meter to freeze due to the low battery level. The consumer alleges having control tested her test strips when they were opened and does not recall the result. The consumer was using control solutions which expired in jan 2010. The consumer reported that she skipped dinner the evening of the event which may be the reason for the low blood glucose level the emts received when they performed their blood glucose test. The consumer also reported she saw her doctor the next day and the doctor adjusted her insulin intake from 15 units every morning to 10 units every morning.